Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, clinical information about pocket fills synchromed ii and synchromed el implantable drug pumps, physician communication ((B)(4) 2011).

Event description:
The patient had previously had a pocket fill when being filled by a homecare agency which resulted in an overdose. Patient now sees a different hcp for refills. The hcp was able to aspirate the pump easily, but encountered a lot of resistance when filling the reservoir, to the point she is bruising her hand. This happened on multiple refills. Filling at a lower speed did not help. She needed to place a lot of pressure on a 40 ml syringe to fill the pump. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.